Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information allegation of particles in airway. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information allegation of particles in airway. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer reported receiving information alleging an issue related to the CPAP device's sound abatement foam. The patient alleged shortness of breath. Section h6 health effect - clinical code: 1816 was missing in the previous report, which is correctly updated in this follow up report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an alleging particles in airway from device, device is noisy, burning/smoke/electrical odor, difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected the external part of the device and found no mention of visual findings. The manufacturer visually inspected the device internally and found that sound abatement foam degradation/breakdown was visibly observed in the device, throughout the blower box, on the inside surface of the blower upper cap, and where the blower rests in the blower box. A black tar-like substance was located on the inside surface of the blower and on the blower blades. A dark contamination was found on the inside surface of the lower enclosure which is consistent with sound abatement foam degradation. The manufacturer ran therapy for 2.5 hours, and the temperature was taken every 15 minutes. The temperature was measured at the top of the dreamstation with an extech non-contact thermometer. The results showed the CPAP base maximum temperature = 31°c. The outside enclosure temperature was within spec, according to prd 2300159 v26. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found error e-22 err_motor_flux_ma gnitude, 8,461.8 blower hours and 8,434.4 therapy hours were logged, 8,461.1 machine hours were logged. The risk tags (ER (B)(4) v20) associated with this failure mode include: infect01, irrit02, degrad04, irrit05, inform10. The manufacturer concludes there was evidence of sound abatement foam degradation and also found that other contaminants located in this investigation were sourced from external environmental conditions. Corrected information was provided in section e1 (email address) and g2. Section h6 were updated in this report.